Event description:
It was reported by the patient that the device "alerted for a few days." The manufacturer played the two alert tones for the patient, but the patient stated that it sounded like neither alert tone, rather that it "sounded like a wind chime." Subsequently, it was reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.

Event description:
It was reported by the patient that the device "alerted for a few days." The manufacturer played the two alert tones for the patient, but the patient stated that it sounded like neither alert tone, rather that it "sounded like a wind chime." Subsequently, it was reported that the device was explanted. It was later reported the device was replaced due to battery depletion. No patient complications have been reported as a result of this event.